Event description:
A pt reported that she received her first treatment on 24 october 1996 into the nasolabial folds, vermillion border and glabella. She alleged that since the treatment, she had experienced "abscesses" and resultant scarring at the nasolabial folds and vermillion border. The pt returned to the physician's office in november 1996 (exact date not provided) presenting with "inflammatory bumps at the sites of the collagen." The date of onset was unknown. The physician diagnosed a hypersensitivity and administered kenalog intralesionally. The physician reported that the symptoms resolved without residual. The pt called again in march 1997 to report that she was still experiencing nodules. In july 1997, the pt returned to the physician's office presenting with scarring. The physician reported that the scarring was not over the area that the collagen was injected and believed that the scars were not related to the collagen. He stated that the scars followed the concave shape of the tip of her fingernail over the lower nasolabial fold, but excluded the glabella, upper nasolabial fold and vermillion border. He believed that the scarring resulted from the pt's manipulation of the area and "picking" which he observed during the course of the office visit. No other medical or surgical intervention was prescribed.